Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy. The surgeon tried to form clips around duct or artery and the clips either malformed or spit out. 10/16/1996 it was reported all the clips were retrieved from the abdomen. Another er320 was opened to complete the case.